Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft4595 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the line kinked and was broken/leaking/damaged, it was stated multiple manipulations till proper tip position and multiple x-ray exposures.